Manufacturer narrative:
Age or date of birth: year of birth: (B)(6). The device was not returned, therefore product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema, elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was initially reported that following a left eye cataract procedure, the trabecular micro bypass stent system procedure was aborted due to compromised visibility intraoperatively. Through follow-up, the surgeon reported that the stent procedure was aborted due to iris prolapse during insertion into the eye which caused bleeding. A secondary surgical intervention was performed to remove clot and heme due to elevated iop. Reportedly, patient status appeared to be improving.